Manufacturer narrative:
The device is not returning for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3 functional mitral regurgitation for a mitraclip procedure. A mitraclip was implanted successfully. While the steerable guide catheter (sgc) in the left atrium and the dilator was removed, the patients blood pressure decreased. The patient was resuscitated for approximately 5 minutes, the echocardiogram initially showed that the posterior wall infracted but this disappeared after approximately 5 minuets. The patient was stabilized, an air embolism was suspected. The final mr was grade <1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported bradycardia, air embolism, and myocardial infarction. Bradycardia, air embolism, and myocardial infarction are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the patient was resuscitated. There is no indication of a product issue with respect to manufacture, design, or labeling.